Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarm when trying to prime. The customer's blood glucose level at the time of incident was 160mg/dl. Troubleshoot was conducted. The pump was found to have alarmed for no delivery during testing. The customer was advised changing the reservoir resolved the issues. The customer was advised to return reservoir for analysis and replacement would be sent out.